Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 90% stenosed lesion was located in the calcified antebrachium shunt on the arterial side. After pre-dilatation of the lesion, the gazelle 2.0 x 20 x 90 balloon catheter was advanced, however, crossing difficulty was encountered which caused the shaft of the device to kink several times. Upon removal of the device, resistance between the balloon catheter and the sheath was encountered. When the physician pulled forceably on the balloon catheter, the shaft broke at the side of the kink. The shaft break occurred outside of the body. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. The patient's status is reported as "good."

Manufacturer narrative:
.